Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for scheduled lead positioning. It was noted that the right ventricular lead exhibited high capture threshold and was suspected of micro dislodgement. The lead was successfully repositioned. The patient was doing well.